Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: april 1, 2014 through may 31, 2014 psr submission number: 2210968-2014-02457 psr report identifier: 2210968-2014-05326 all event details will now be captured via emdr report.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, recurring prolapse, self-catheterization, severe pain with intercourse, cramping, numbness, utis, constipation, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that patient underwent a surgical procedure on (B)(6) 2012 due to sui and rectocele. It was reported that patient underwent mesh removal on (B)(6) 2015. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, recurring prolapse, self-catheterization, severe pain with intercourse, cramping, numbness, utis, constipation, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that patient underwent a surgical procedure on (B)(6) 2012 due to sui and rectocele. It was reported that patient underwent mesh removal on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: april 1, 2014 through may 31, 2014 psr submission number: 2210968-2014-02457 psr report identifier: 2210968-2014-05326 all event details will now be captured via emdr report.